Event description:
The caregiver (cg) contacted baxter's technical service center regarding a high drain 101/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) after use. The cg stated that she powered on the hcp and the hcp displayed high drain 101. The cg stated that the patient did not feel overfilled during last night's therapy. The technical service representative (tsr) instructed the cg to inform the registered nurse (rn) of the high drain 101 message. The patient would perform continuous ambulatory peritoneal dialysis (capd). There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported alarm. The nurse stated that she was not made aware of the alarm. She stated that she saw the patient on the previous day and they were doing fine. She stated that the patient has been able to continue therapy on the cycler successfully. No patient injury or medical intervention was reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was false empty detect at initial drain and the initial drain alarm volume was met.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.